Event description:
Reporter stated that a pt venous sample was measured, using the suspect device, with a result of 169 mg/dl. The same sample, when measured in the facility's lab, measured 372 mg/dl. Reporter did not indicate if any action was taken based on the value obtained on the suspect device. No pt injury was reported. On the day of the report, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.